Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the left side on (B)(6) 2011. The patient was revised on unknown date due to luxation and infection. It is also stated that the patient underwent a second revision. At the moment we do not have any information about it.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/ or the devices be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in november 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification (B)(4). The need for further corrective measures is not indicated at this time and zimmer (B)(4)considers this case as closed. (B)(4).